Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft access for the 71-year-old male patient who had been admitted in with plan for valve surgery and bypass/CABG for the known coronary artery disease. Prior to the 5.5 being placed the patient had been supported by an intra-aortic balloon pump, inotropes and vasopressors, as well as a vent for respiratory needs. On day 8 of the support the team extubated the patient and he deteriorated. The patient went into respiratory distress and pulseless electrical activity which prompted the team to perform CPR. The team then again placed the patient on a vent and continued the support. The impella pump support continues and per the field team there was no injury attributed to the impella and there was no lasting harm.

Manufacturer narrative:
The impella device was not received from the customer as it still is in supporting the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> ppae (cardiac arrest) : the root cause of the injury was unable to be determined due to insufficient clinical details.